Event description:
Event description boston scientific received information that this right ventricular lead microdislodged a few days post-implant. The rate/sense portion of this lead was surgically capped and a new, competitive rate/sense lead was successfully implanted. No adverse patient effects were reported.